Event description:
Resound linx quattro 9 hearing aid wire (receiver wire) has failed 8 times. I had audiologist replace wire and paid (B)(6). This was the same problem every time they have failed. Audiologist informed me that this is the most common problem. I felt this was caused by a defective design. I contacted resound customer service and requested they send me 2 replacement receiver wires, I would replace myself next time they fail and would not bother them in the future. I was informed by (B)(6), a supervisor at customer service, that he would do this but that the FDA prohibits him from doing this. Very frustrated with lack of customer service and how evasive this company is. Ref report: mw5152645.